Event description:
During a pfa procedure, air was aspirated. During the initial aspiration with the farawave catheter (boston scientific) inserted into the agilis 13f sheath, the physician pulled back air bubbles. The first time this was seen was after insertion of farawave. It was not seen after transseptal or removal of the dilator. To resolve, the sheath was replaced.

Manufacturer narrative:
Additional information g3, g6, h2, h3, h6. The reported event of air aspiration could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.